Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that their was a cubie failure and it takes a long time to recover the drawer. The field service engineer tighten the latch sensor holder, but unable to replicate the issue occured. As a precaution, reseated the row board cable and replaced the drawer retractor band. A complaint investigation specialist stated that the device/part was returned to the designated complaint handling unit for part investigation/inspection. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported when using the bd pyxis medstation system drawer and cubie failed. The customer reported that drawer 4.2 auxilairy multiple drawer as well as cubie was failed. This malfunction caused a delay to the patient care. There were no adverse events or injuries reported based on this incident.